Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to low sensing and high pacing thresholds. It was also reported that over time the lead had increased impedance measurements. X-ray imaging did not reveal any breaks in the lead. No additional adverse patient effects were reported.